Manufacturer narrative:
Corrected b5 and b6 to reflect that initial testing on liat generated a positive result for sars-cov-2 and influenza b but negative for influenza a. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Both samples tested positive for sars-cov-2 & influenza b, negative for influenza a, upon initial testing on liat. The customer reported that it is lab protocol to retest all positive results. Upon retest of the same samples on a different analyzer, both samples generated a negative result for all targets. Both the positive and the negative results were released. The patients were isolated and no harm was alleged. As no data was provided, an in-depth assessment could not be performed. An investigation was performed on the alleged reagent to rule out any contribution to the allegation. No product problem was found.

Manufacturer narrative:
A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. As no data was provided, an in-depth assessment could not be performed. An investigation was performed on the alleged reagent to rule out any contribution to the allegation. No product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Both samples tested triple positive for sars-cov-2, influenza a & influenza b, upon initial testing on liat. The customer reported that it is lab protocol to retest all positive results. Upon retest of the same samples on a different analyzer, both samples generated a negative result for all targets. Both the positive and the negative results were released. The patients were isolated and no harm was alleged. As no data was provided, an in-depth assessment could not be performed. An investigation was performed on the alleged reagent to rule out any contribution to the allegation. No product problem was found.